Manufacturer narrative:
Previously filed MDR# 3006575795-2024-00891 is a duplicate of MDR# 3006575795-2024-00652. Refer to 3006575795-2024-00652 for event details. Reference to complaint #: (B)(4).

Manufacturer narrative:
There are no previous complaints on the device related to the issue. Testing results were reviewed. It was discovered that there were discrepancies in the test records. Ncr #2024-018 had been initiated to address the discrepancies. This pump underwent routine maintenance testing by "intuvie" provider where it was detected that the 30 psi value (p.I) the occlusion alarm kept going off during testing. The flow rate had flow rate offset % 6, 0. The pump pressure sensor was replaced and it was calibrated. The replacement of the component and calibration confirmed to have successfully addressed the issues. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint #(B)(4).

Event description:
On (B)(6) 2024, znyo medical received a report that during the preventive maintenance (pm), the occlusion alarm kept going off during testing and the flow rate testing was offset % 6, 0. No patient was involved.